Event description:
Several guide catheters were inserted in attempts to cannulate the right coronary artery of a pt with a history of chronic obstructive pulmonary disease and long term steroid use. After successfully seating a guide catheter in the artery, a 3.0mm diameter by 9mm length s670 stent delivery system was inserted for treatment of a lesion in the proximal artery. While advancing the stent delivery system to the lesion, the guide catheter caused a dissection to the artery. The physician stated the dissection did not have any clinical significance. The pt was reported to be doing well post procedure. The physician stated that the guide catheter was the cause of the dissection, but the pt's disease process contributed to the event. The ostium of the artery was dilated and fragile and from the long use of steroids. The physician said the dissection was not related to the stent delivery system.